Manufacturer narrative:
(B)(4) sample will not be returned for evaluation.

Event description:
It was reported that there was a problem with the detection of the fos (fiberoptix sensor) and it was impossible to zero. There were no clinical consequences for the patient. The balloon was changed and there was no problem for the rest of the procedure. Teleflex maintenance staff verified the pump on (B)(6) 2016 and confirmed the fos was working correctly. Additional information: the problem was detected prior to use but the doctor inserted the catheter anyway. He then changed it when he noticed that it was still not working. The same insertion site was used for the second catheter.